Event description:
It was reported that the pump battery could not be charged using third-party charging supplies, resulting in the pump shutting down. There was no adverse impact to the customer's blood glucose level. The pump was able to successfully charge the pump using tandem-provided charging supplies.